Manufacturer narrative:
The company rep confirmed that there was no audible alarm at the dpm central station because the volume setting had been turned down. Therefore, no device malfunction had occurred. MDR is being submitted since this event involved a patient code.

Event description:
Customer reported while being monitored on the dpm 6 monitor, a patient had a v-tach event. While the dpm 6 produced an audible alarm, customer reported no audible alarm was produced at the dpm central station.